Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that in 2011 (specific date not provided) the pump caused a coma. The pump was explanted because it ¿put the patient into a coma¿. The patient stated she was out of it. The patient stated that she was functioning, but ¿weirdly¿. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.